Manufacturer narrative:
Eval summary: no data regarding product identity was received (i.e. No lot or serial number were indicated for the event); therefore, the device history record (DHR) could not be received. No sample was returned, therfore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional info has been requested. (B)(4).

Event description:
A surgeon reported a pt with a history of retinal detachment procedures. During one of the procedures to treat the retinal detachment, silicone oil was placed in the anterior chamber angle covering the angle. The silicone oil remains in the anterior pole. The surgeon reported twenty-four hours following a secondary glaucoma filtration surgery, the pt had an intraocular pressure (iop) of 5 mmhg and the implant was in a good position. At forty-eight hours following the glaucoma surgery, the pt sneezed which produced a bleed with hyphema. The surgeon stated three anterior chamber washes were performed but the bleed returned. The surgeon reported location of the bleed is unk. Additional info has been requested. There are two medical device reports associated with this event. This report is for the glaucoma shunt.